Event description:
A malfunction was reported on the pump by the caller, with no significant events occurring prior to the issue. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was advised by technical support to use multiple daily injections as a backup therapy and was provided with a replacement pump. Instructions were given on how to store the faulty pump and the steps needed upon receiving the new pump, which the customer understood and acknowledged. The original pump was to be returned to tandem using a prepaid ups label within 10 days.